Event description:
Pt undergoing a laparoscopic cholecystectomy, a small piece of laparoscopic grasper broke in the pt. X-ray performed and the grasper tip was located and removed from the pt. Pt recovered well with no complications. The retrieved tip was accidentally discharged. The incident added approx one and a half hrs to the procedure.